Manufacturer narrative:
One cadd® cadd-prizm® vip system ambulatory infusion pump was returned for analysis. The customer's reported problem was "error 10215". No physical damage was found on the device. Evidence of reported problem in event log revealed error detected 10215. The customer's reported problem was verified. Error code "10215" was detected when powering up the pump. It was determined that the pump's faulty microprocessor board was the root cause of error code "10215". What caused the reported problem was a faulty microprocessor board. Who caused the reported problem is unknown.

Event description:
It was reported that a cadd® cadd-prizm® vip system had error 10215. It is unknown if there was any patient involvement.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement and the event date was (B)(6) 2018.